Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28sep2020.

Event description:
It was reported to philips that the device had an alarm led failed message. The device was in use at the time of the event. The device was swapped for another v60. There was no delay in patient care, and no report of patient or user harm. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provided additional assistance. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provided additional assistance.